Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy, while cutting the lung lobe, after firing, it was noted that there was a poor staple formation and tissue bleeding occurred. The reload broke and patient undergone x-ray during surgery. Due to product problem, the operation time was extended by 30 minutes or more. The surgeon use another staplers to complete the case.